Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp in a clinical study reported the patient's relevant medical history included urgency frequency, urinary urge incontinence, surgery for urinary incontinence, hysterectomy, and hypertension. The cause of the high impedance was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# va12730, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the healthcare professional (hcp) in a clinical study reported high impedance. There was a device interrogation and some impedance during continuity check on (B)(6) 2017. It was reported that the issue was related to the device or therapy and the not related to the implant procedure. The hcp and manufacturer representative (rep) noted some impedance during continuing check. The cause of this was unknown, however due to patient's past success with the device as well as the good response to stimulation in leads 0 and 1, the hcp chose to proceed with implant despite the impedance. The issue resolved without sequelae on (B)(6) 2017 and no actions were taken. No further patient complications have been reported as a result of this event.